Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of an issue between the stylus and the screen, the stylus did not align with the cursor, and further noted that a "25" points calibration did not resolve the issue. The bezel shield assembly was replaced and the stylus recalibrated to the touch screen. The hard drive was reconfigured and the software reloaded and updated and the device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the programmer screen was failing and that it did not recognize the pen. The programmer was returned for service. No patient complications have been reported as a result of this event.